Event description:
In 2008, this pt underwent a procedure to repair an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Final imaging post-operatively revealed a slight type ii endoleak and the physician decided to take a wait-and-watch approach. In 2009, coil embolization was performed. The type ii endoleak was successfully treated. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.